Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion during therapy in the ER (medication, programmed amount and delivery rate unk). The infusion was set up with a primed onelink extension set. This device was replacing another spectrum pump which also displayed constant downstream occlusion alarms. The second pump was also set up with a primary line and connected to the pt with the primed onelink extension set. A downstream occlusion alarm occurred again immediately upon starting the infusion. The nurse removed the onelink extension set and connected the primary line directly to the angiocatheter. The infusion was completed with no error messages. It was also reported there was no patient injury. See MFR#: 1314492-2015-05426 that refers to the first pump that alarmed downstream occlusion during the infusion.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.